Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) battery cannot store electricity. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and found the battery could not hold power for half an hour. The fse replaced the battery and returned the unit to customer.